Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to low blood glucose level and was emergency medical services was dispatched on (B)(6) 2020. Customer¿s blood glucose level was 31 mg/dl at the time of hospitalization. Customer¿s had high blood glucose level of 419 mg/dl. Customer daughter stated that paramedics came to see customer and paramedics gave customer an intravenous bag and given some sort of glucose. Customer had been using insulin pump system within 48 hours of reported event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.